Manufacturer narrative:
On 10-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a ¿grease¿ like material was found on the device handle. Before opening, there was something like grease like material on the handle. The device was unopened and replaced with the new qdot micro catheter. The procedure was continued and completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a ¿grease¿ like material was found on the device handle. Before opening, there was something like grease like material on the handle. The device was unopened and replaced with the new qdot micro catheter. The procedure was continued and completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and fourier transformed infrared spectroscopy (ft-ir) of the returned device was performed following j&j procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. The device was inspected and there was a liquid accumulation on the handle of the device. Due to this condition, and ft-ir test was performed and results revealed that residue analyzed on handle component is associated to alkane base. Vaseline material can be related with this chemical family. The source of origin for residue found can be associated to vaseline used in production floor processes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported was confirmed. The potential cause of the issue cannot be determined and the source of origin of the foreign material remains unknown. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. Do not re-sterilize and reuse. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).